Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and after following these steps, the caller was able to successfully start their sensor session without encountering the error again.